Event description:
It was reported that the rep dreamstation auto CPAP device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. There was no reported medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.